Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they had new back pain. The patient reported her doctor told her the leads have slipped. The patient's back is hurting where the wires are. The doctor did not do an x-ray but was able to feel the knot and stated it was the lead. The patient further reported a new pain in her knee. The patient the stimulation would bother the knee so they turned off the stimulation. The new back pain started near the end of (B)(6) 2016 and the knee pain started in (B)(6) 2016. The patient was redirected to their healthcare professional. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.